Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 103 mg/dl. Customer advised the sensor was missing an electrode. Customer was advised to return the sensor for analysis and that a replacement sensor would be sent out.